Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. It was inspected at (B)(4) microscope magnification. Visual inspection revealed that the lens was received cut in half. Also, the visual inspection revealed stains and few particles on the lens. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. A review of the raw material/manufacturing procedures in the change control system was performed for the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to disabling visual symptoms at night. No further information was provided.